Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and the right atrial (ra) lead exhibited an impedance warning on the same day they were implanted. The impedances on both leads returned to within normal limits. The rv lead and ra leadremain in use. No patient complications have been reported as a result of this event.